Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, mobility. Poor bone volume at immediate implant placement. Mobility one month after delivery.